Event description:
A falsely elevated low volume cardiac troponin - 1 (ltni) result of 1.13ng/ml was reported by the laboratory. The laboratory and nurses questioned the result and repeated the test with the same sample. The repeat test result was 0.09ng/ml. Second draw test for ltni resulted in 0.04ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ltni result. The error is believed to have been caused by improper sample handling. Procedures specify complete clot formation is required for a serum separator tube before centrifugation.